Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine visit, the cardiologist saw the system controller cable was worn and had aesthetic damage to both the black and white leads. The patient did not experience any alarms and did not experience adverse effects as a result of the damage. The cardiologist organized a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cosmetic damage on both power cables was confirmed via the submitted images. The submitted images showed the strain relief was separated from the power cable connector on both power cables. Additional damage to the outer jacket of both power cables was observed and a green fluid consistent with fluid ingress was noted at these locations of damage. The submitted log files were reviewed and did not indicate any alarms or issues with the system controller associated with power cables damage. The provided information indicated the system controller was exchanged and has been retained by the hospital. The serial number of the system controller is unknown. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate ii instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms and yellow wrench alarms due to driveline faults. The heartmate ii instruction for use section 3, entitled ¿powering the system¿, emphasizes the importance of always having at least one system controller power cable connected to a power source at a time. The heartmate ii patient handbook (rev. C) was also available for use at the time of the event and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced no adverse effect from the system controller exchange.